Event description:
Received incrowd survey 27399-evh pms- (B)(6) 2023, where they commented "sometimes the dissection tip with radial artery harvesting causes bruising on conduit" when asked about the harvesting tool hemopro (vh-3500) the dissection tip can create enough working tunnel space without damage to surrounding tissues/vessels.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. H3 other text : device not returned.

Event description:
N/a.

Manufacturer narrative:
(B)(4). No lot # was reported and no specific event site was reported, so therefor no ship history was conducted.